Event description:
Consumer complaint of blood result reading of "hi" customer called about her meter reading "hi". Strips expire 12/23/2014. Customer tested non-diabetic- 87 mg/dl. Customer will retest blood. Advised seeking medical attention if meter reads "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had strip issue. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).